Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of detachment of device component: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks (ck4) using a 25g cannula. During the injection, needle burst in the middle of injection and there was no crack to the syringe. There was no crack or breakage to the needle. There were no reported injuries.